Event description:
It was reported that the urine was pooling in the extension tubing rather than draining into the leg bag.

Manufacturer narrative:
The reported event was unconfirmed. The reported failure was considered within the specification as the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (without original package) used leg bag was received. Visual inspection of the sample noted no obvious visible defects. The leg bag was filled with methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and the bag was hung vertically. No leakage was observed. The product used for the treatment. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine because the reported event was unconfirmed. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine was pooling in the extension tubing rather than draining into the leg bag.